Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun (B)(4). Samples received: 10 unopened pouches. Analysis and results: there are no previous complaints of this code batch. The 12,096 units were manufactured and distributed of this code batch, there are no units in stock. Tested the strength and the attachment to the needle of the samples received and the results full the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on this product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). Separation of needles and threads during suturing.